Event description:
Health care provider reports a hemochron jr signature instrument gave lower than reference/expected results. A large amount of heparin (16,000 units out of 1000 units/ml vial) was required to acquire an act of 231. No adverse events reported.

Manufacturer narrative:
(B)(4). Method: product device history record evaluated and complaint not verified. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.